Event description:
Malfunctioning penile prosthesis with small breaches of both cylinders, and disruption of the reservoir tubing at the pump level, complete, and disruption of one cylinder at the pump level, partial.